Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) confirmed that hospital information technology (hit) initiated a server reboot. The issue was initially suspected to be due to faulty ram. After the reboot, the tss connected to the server, confirmed message flow through a downtime query, and verified through health sight viewer and system logs that the server was operational with no communication issues. The tss reviewed the event viewer, which showed power event 41, indicating that the system had rebooted without a clean shutdown, likely due to the system becoming unresponsive, crashing, or experiencing an unexpected power loss. The tss found no evidence of random-access memory failure despite it suspicion, communicated the findings to the user, and received approval to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server user informed all stations were on critical override mode due to a loss of communication between the servers and the stations, with the servers reported as offline. The customer stated that they had already contacted the hit team and were awaited a response. Additionally, the issue was reported to be widespread, impacted 34 other hospitals where all stations were also on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.